Event description:
Patient representative reported left side "removal of recalled implants, rupture of implant, capsular contracture baker grade unknown, and removal of recalled product, pain and suffering and mental anguish. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.